Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on available information reviewed, the cause for the reported single gripper actuation issue (difficult to open or close) and the difficult or delayed positioning associated with the clip interacting with the anatomy resulting in a bent gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted and grasping was performed. However, one of the grippers was not functioning as intended and the gripper became caught on the leaflet and chordae. Troubleshooting was performed, the clip was able to be removed from the leaflet and chordae without damage, and the clip was removed was removed from the patient. While outside the patient, the clip was opened, and it was observed that the gripper was bent. It was noted that the gripper had become bent while attempting to grasp the leaflets. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted and grasping was performed. However, one of the grippers was not functioning as intended and the gripper became caught on the leaflet and chordae. Troubleshooting was performed, the clip was able to be removed from the leaflet and chordae without damage, and the clip was removed was removed from the patient. While outside the patient, the clip was opened, and it was observed that the gripper was bent. It was noted that the gripper had become bent while attempting to grasp the leaflets. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.